Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's controller heated up and then suddenly without any alarm it turned off. It was stated that the controller can't be restarted. It was stated that the patient got dizzy when event occurred. A controller exchange was performed. No additional information received.

Manufacturer narrative:
It was reported that the controller was overheating and suddenly, without any alarms, turned off. The controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the unit was not returned for evaluation. Additionally, log files were not submitted by the site for review. It was revealed that the controller contains a fairchild power metal-oxide-semiconductor field-effect transistor (mosfet). The power mosfet may operate at higher temperatures, which may cause the component to fail, causing the controller to lose power. The heat generated by the mosfet most likely cause the "no power" alarm's circuit thermal fuse to open, resulting in a failure of the "no power" alarm. Given that the controller contained a fairchild mosfet, a possible root cause can be attributed to a shorted fairchild mosfet; the controller, however, was not returned for analysis. A supplier internal investigation has been opened to evaluate controller failures due to a shorted fairchild mosfet transistor on the power board. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.